Event description:
It was reported that a patient experienced pain from their left hip and down their leg. The patient's pain got more severe, and they went to the emergency room (ER). The ER prescribed oxycodone for the patient to take as needed, the cause of the pain was undetermined. The patient increased their stimulation settings. The patient also complained of increasing symptoms, but not worse than prior to receiving the device. The representative suggested turning off stimulation. The event is ongoing.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort and pain were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient experienced pain from their left hip and down their leg. The patient's pain got more severe, and they went to the emergency room (ER). The ER prescribed oxycodone for the patient to take as needed, the cause of the pain was undetermined. The patient increased their stimulation settings. The patient also complained of increasing symptoms, but not worse than prior to receiving the device. The representative suggested turning off stimulation. The event is ongoing.